Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to reproduce the reported complaint. The fse checked the patient side manipulator (psm) 1 and 3 movement but could not find any issue. The system was tested and verified as ready for use. No parts were replaced.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed extra movement when patient side manipulators 1 and 3 were operated. The customer was able to complete the case without issues. The customer also noted that there were no collisions or interference on the manipulators. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi technical support engineer (tse) and obtained the following additional information: the surgeon felt that the arm moved further than intended. The instrument moved in the intended direction. The issue was intermittent, and the issue was resolved without any further action. There was no pattern identified and there was no injury to the patient.

Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and field service engineer's (fse) field evaluation. The fse's service visit did not reveal any issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.